Manufacturer narrative:
The company cartridges were not returned for evaluation. A qualified handpiece and viscoelastic were indicated. It cannot be verified if the iol was in the qualified diopter range as the lot/serial number were not provided. The company lens model is only qualified for 6.0 to 25.0 diopters with the company cartridge. The product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. It cannot be verified if the iol was in the qualified diopter range as the lot/serial number were not provided. The company lens model is only qualified for 6.0 to 25.0 diopters with the cartridge. Per the IFU: the company iol delivery system is for implantation of qualified foldable iols. No unqualified lenses should be used with the iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a thread like foreign material was found on an iol after implantation. The surgery was completed without product replacement. The foreign material remains in the eye. There are no plans to remove it with reoperation. The cause and effect is unknown. Additional information has been requested.